Event description:
"Right handle to the walker gave way when the patient was on his way to the toilet. The legs gave way and she hung up on the walker, standing on her knees, hitting the right upper arm and armpit on the right push handles that gave away.

Manufacturer narrative:
The futura is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occured in (B)(6).